Event description:
Customer reported that the paramedics were called and he was hospitalized due to low blood glucose. Customer stated that the blood glucose reading was 34 mg/dl when paramedics arrived. Customer stated that the cause of the low blood glucose was that he was hospitalized because he has cancer and did not eat properly. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to faulty force sensor. Unable to perform the basic occlusion, occlusion, excessive no delivery alarm due to prime fill anomaly. Unit had cracked case at display window corners, cracked battery tube threads and missing end cap sticker.